Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received and report number of the second catheter. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that inaccurate cardiac output (co) values were displayed during use for a right coronary angiography (cag).the co value displayed on the monitor was 18l, but the expected value to be indicated was unknown. No treatment was performed based on the given value. No damped pressure waveform was observed. A second catheter was used and the same result of inaccurate values was observed. The customer considered that the values displayed did not reflect the patient's condition. The customer commented that the reported issue of inaccurate co value was continuously observed with the second catheter. Therefore, they considered that the catheter would not be the cause of the issue. No new access site was required when the catheter was exchanged. No additional information regarding error messages was obtained at the time of reporting. Patient demographic information has been requested, but was unable to be obtained. No patient complications were reported.

Manufacturer narrative:
One model 131f7 catheter was returned for examination. A non-edwards stopcock was attached at the proximal injectate lumen hub. The reported event of co measurement issue was not able to be confirmed. No visible damage or abnormality was observed from the catheter body and balloon. No error message was observed on the vigilance ii monitor. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on a vigilance ii monitor. The thermistor temperature reading accuracy is +/- .3c per the vigilance ii manual. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened, and no visible abnormalities were observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. A review of the manufacturing records indicated that the product met specifications upon release. The lot number was provided when the product was returned. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Medwatch for the second catheter is under submission number 2015691 2021 04703.